Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (e. Coli) was misidentified as citrobacter freundii. Upon repeat the isolate was identified as e. Coli. Confirmatory testing was performed with a reference laboratory giving the result as e. Coli. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary - this complaint is for misidentification of escherichia coli as citrobacter freundii when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4275153. The customer did not return panels but provided an isolate and phoenix generated lab reports for the investigation. The lab reports show identifications of c. Freundii and e. Coli for accession # (B)(6) when using the complaint batch. The customer returned isolate was verified and labeled as e. Coli upmc-48 with a bruker maldi biotyper. To investigate, retention panels of the complaint batch were tested using customer returned isolate e. Coli (B)(6) on a phoenix m50 machine and evaluated for identification results. In addition, control panels from the same material but different batch were inoculated with customer returned isolate e. Coli (B)(6) on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates as e. Coli. T his complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (e. Coli) was misidentified as citrobacter freundii. Upon repeat the isolate was identified as e. Coli. Confirmatory testing was performed with a reference laboratory giving the result as e. Coli. No health impact or consequence reported.